Manufacturer narrative:
Patient information was unavailable from the site. Information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device. It was reported that the cervical probe tip was deformed during probing. The probe was replaced under warranty. There was no patient impact reported.

Manufacturer narrative:
The cervical probe was returned to the manufacturer for analysis. Analysis found the returned probe to be in good condition with no apparent physical damage. With markers attached and fully seated the probe returned good geometry and divot error readings. No problem found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: this occurred during a fusion surgery. In the opinion of the doctor there was no inaccuracy. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.